Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d5/g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water nozzle was clogged with a foreign material, however, the specific material could not be identified and the cause for material entering the nozzle could not be specified. The nozzle was not reported to have been deformed. It is likely that foreign material remained in the nozzle due to insufficient reprocessing. It was confirmed that reprocessing was not performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
Company representative reported with an issue of " poor water supply". No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogging in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (handling , insufficient cleaning issue ) identified during device return evaluation .

Manufacturer narrative:
Address- full name of the establishment is (B)(6) hospital. The subject device was received and evaluated . Device evaluation found the device nozzle was clogged with foreign object . Due to clogging of nozzle, water supply volume does not meet the standard value. Due to clogging of nozzle, air supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value . The reported issue of "poor water supply" was reproduced, reported issue was confirmed. The issue was attributed to handling problem, insufficient cleaning issue. Additionally, the following defects were identified during device inspection: the angle wires were stretched. Due to wear of angle wire, bending angle in up direction/ up/down/ knob does not meet the standard value. Adhesive on a-rubber (adhesive connection) has a chip. C-cover distal end has a scratch. Protector of universal cord on s-connector side has a scratch. Forceps channel port is shaved. Scope connector (sc cover unit) has a scratch. Forceps lever, forceps knob, up/down/right/left knob, switch box , flexibility adjustment ring, universal cord, grip , control uniy the suction cylinder was scraped with a cleaning brush (handling issue). Control unit has discoloration. El-connector has discoloration due to water leakage. Water invasion in the device observed. Follow up communication with the facility noted the following : event date of the reported issue is unknown, type of procedure noted unknown , however, it was noted that the procedure (unspecified was completed- no further information provide ). The information and foreign matter surveys results obtained from the customer facility were noted below : device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility noted only ¿have an idea¿ about when the foreign matter adhered on the device. ¿ did not provided additional information. The possibility that the device was used for the procedure with the foreign material attached to it ¿ the facility stated ¿unknown ¿ . No further information provided. The time lag between the end of clinical use and the start of pre-washing noted unknown. Sent liquid to the air/water nozzle. Submerged the endoscope in cleaning fluid. Brush points (manual cleaning with sponge, brush, gauze ) the air water nozzle noted no. Facility noted no abnormalities on the accessories used for reprocessing. Noted normal. Any concerns on reprocessing- no response. Investigation is ongoing. This report will be supplemented accordingly following investigation.